Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited low impedance and loss of capture. Lead fracture was suspected. The lead was explanted and replaced. The patient was stable post procedure.